Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had no image. The issue was found during preparation for use for an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of "no image" was not confirmed. Follow up is in progress to obtain additional information regarding the event. The device evaluation found the grip had a scratch, the distal end had a scratch, flare occurred due to damage on charged coupled device unit, the distal end was deformed, the bending section cover was damaged, bending angle in upward and downward direction did not meet the standard value due to wear of angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.